Event description:
It was stated that the product has error 1836. There was patient involvement.

Manufacturer narrative:
It was stated that the product has error 1836, and the reported issue was confirmed. The root cause of the event is an anomaly in the components (the motor and the motor revolution detection sensor), and they were replaced with known good ones. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the product has error 1836. There was patient involvement.